Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had lock failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer (fse) ran the hardware test application, and the latch failed to respond initially. The fse replaced the latch and harness to resolve the issue. Then, the fse checked the alignment, cable connections, latch screws, and component placements. The system functioned as intended after the field service engineer repaired the device.